Manufacturer narrative:
Device received with completely broken reservoir tube lip, minor scratched display window, cracked case at display window corner, missing end cap sticker, missing reservoir tube o-ring, cracked case at reservoir tube window corners and scratched reservoir tube window.

Event description:
Customer reported via phone call that there was a chip where the reservoir goes in. Customer's blood glucose was 126 mg/dl. Customer reported that half of the rim on the reservoir above the o-ring was missing and chipped. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.